Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 12/2019). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year two months from port placement procedure for chemotherapy treatment, the port was allegedly no longer functioned. It was further reported the catheter fragment was diagnosed in patients heart. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year, two months and twenty-two days post port placement, removal of right sided chest port wall was planned. The patient was taken to the recovery room in stable condition after port removal. Around two years and eight months later, complete transthoracic echocardiogram was performed and a medium-sized mobile mass in the right atrial cavity was found which may be related to previously placed catheter. The investigation is inconclusive for the alleged fracture, material separation, and migration as no objective evidence has been provided to confirm any alleged deficiency with the port. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2019). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year and two months post a port placement via the right internal jugular vein, the port allegedly no longer functioned. It was further reported a fragmented portion of the catheter was found in the patients heart. Reportedly, the port was removed. The current status of the patient was unknown.